Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Customer quality investigation: the following investigations were performed: broken: device condition: visual inspection performed at customer quality (cq) observed the returned depth gauge was broken at its needle tip portion. Only the body portion with the broken needle was returned. The broken tip portion was not returned. No other portions were returned, and no new issues were identified with the returned portions of the device. The returned device condition agrees with the complaint description and therefore the complaint was confirmed. Dimensional analysis and document/specification review: as all portions of the depth gauge were not returned, the lot number was not able to be identified. Therefore, the exact date of manufacture of the device is unknown. However, all the available needle drawings were reviewed during the investigation. No dimensional change on the relevant broken portion were observed since the initial revision. The relevant broken portion thickness was noted to be specified as 0.8+/-0.05 per drawings. Relevant drawings for the returned instrument were reviewed and no product design issues or discrepancies were observed. Top level assembly drawing needle drawing dimensional inspection performed at the tip at the broken region measured 0.8 mm (ca-814) that falls within the specification of 0.8+/-0.05 per drawings. Review of the device history record is not possible as lot number was unknown. However, based off the visual inspection performed there is no indication such as voids/ material inconsistencies in the material that could have been contributed to complaint condition. Therefore, no issues with material was identified. No definitive root cause was able to be determined. However, it is possible that breakage could be because of unintended forces on the device during its routine usage/ sterile processing. Conclusion: the complaint condition was confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There is no patient involvement. It is unknown when device broke. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter contact information is unavailable. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reports that prior to a hand surgery procedure on an unknown date, a depth gauge was noticed to be broken off. The surgery was performed using another depth gauge from another tray. There was no patient involvement. This report is for a depth gauge for 1.3mm and 1.5mm screws. This is report 1 of 1 for (B)(4).